Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient (33 year-old, female) was implanted with a pdc vivo device on (B)(6) 2023. Patient has ongoing pain and radiculopathy. Surgeon believes that the patient has an undiagnosed autoimmune condition. The implant was removed and the patient was fused with a plate and cage on (B)(6) 2026. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The implant was returned following the removal surgery, and will be evaluated using exponents approved prodisc c evaluation protocol. The report will be issued under pdcv-0042. Pre-removal imaging was provided. There were no anomalies identified during the complaint investigation. The removal was completed due to ongoing pain and radiculopathy. This submission is 1 of 1 devices involved in this event.

Event description:
A patient (33 year-old, female) was implanted with a pdc vivo device on (B)(6) 2023. Patient has ongoing pain and radiculopathy. Surgeon believes that the patient has an undiagnosed autoimmune condition. The implant was removed and the patient was fused with a plate and cage on (B)(6) 2026.